Manufacturer narrative:
Per the manufacturer's subsidiary, the local monitor of the pump was still displayed meaning they still had power. After the end-user restarted the ccm several times, the unit acted normally. The battery, hard disk, and single board computer (sbc) board were replaced and the ccm worked with no issues. Per data log analysis, the system was used and powered down on (B)(6) 2019. The next power up it appears the ccm did not come up. There are several "starting application" events in a pump log without ever communicating with the ccm. On the sixth power up, the ccm does com up but the date is (B)(6) 2003. This indicates a possible issue with the cmos battery in the ccm. A low cmos battery could also prevent the ccm from booting up all the way as reported. The date is corrected to (B)(6) 2019 which is the reported occurrence date.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb)procedure, the central control monitor (ccm) blacked out upon start-up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via data log analysis. No parts were returned to the manufacturer so further evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.